Manufacturer narrative:
Additional information: further information was provided by the reporter that he sustained only a "minor burn" on his back. He discarded the device which, as such, will not be returned for evaluation.

Manufacturer narrative:
The device has been requested for evaluation. The reporter has not indicated that the device will be returned. If the device is returned, a follow-up report will be submitted upon conclusion of the evaluation.

Event description:
It was reported that the heating pad melted the end user's bed and pillow. It also burnt the end user. Further information has been requested.